Event description:
Pt previously had right modified radical mastectomy and a left subcutaneous mastectomy for breast cancer on the right and fibrocystic disease on the left. Pt had removal of breast implants due to capsular contractures. The right capsule was removed intact and contained an intact implant within the capsule. The left capsule was removed and intact. The capsule was incised and the implant was found to be grossly intact with a sticky film on the surface. Right breast implant weighed 300 gms. Left breast implant weighed 390 gms.